Manufacturer narrative:
There was no allegation that a malfunction of an ion system, instrument, or accessory occurred. A system log review could not be performed because the system logs were not available. A review of the event was conducted by an intuitive surgical, inc. (Isi) medical officer and the following additional information was provided: "a 74-year-old patient underwent an ion lung biopsy in the right upper lobe using needle aspiration, forceps and a cryoprobe. The procedure was start forwarding completed without issue. Small amount of post biopsy bleeding was noted as expected after a run biopsy. Procedure was completed in 35 minutes. The patient was excavated and recovery from anesthesia was uneventful. However, about 90 minutes afterwards, the patient set up, coughed and grabbed the x-ray box then collapsed while undergoing a routine post biopsy chest film. A brief period of hypotension was treated with metaraminol. The patient underwent imaging of the head, which demonstrated unilateral air emboli on the left. Patient was treated with hyperbaric oxygen, which was complicated by three seizures. The patient was intubated and transferred to the ICU then extubated two days later with a total ICU day of five days. Repeat CT of the head demonstrated resolution of the air. The patient recovered on the neurology ward for one week with no residual motor deficits with some mild in coordination. A small troponin leak was noted with no clinical sequelae. The one biopsy confirmed a adenocarcinoma. There was no malfunction of the ion system, instruments or accessories. Based on the available data the event was likely procedure related and not device related. Bronchoscopy and biopsy is a minimally invasive procedure with a low complication rate. A recent meta-analysis of navigational bronchoscopy in 10,381 patients reported an overall adverse event rate of 5.6% with 1 death. In another multicenter prospective study of 20,986 bronchoscopies the total number of any complications was reported to be 227 (1.08%) with 4 total deaths (0.02%). Air embolism is a rare but known complication of bronchoscopic and percutaneous lung biopsies. Air embolism has been reported to occur in 0.06 to 0.45% of cases with CT guided lung biopsies and is estimated to occur less frequently with bronchoscopy. There are only a handful of case reports describing air embolism associated with flexible bronchoscopy. In a survey of 103,978 bronchoscopies only 1 arterial air embolism was reported (0.00096%) with 71 cases (0.068%) of associated cardiovascular events. However, it is possible this is an underestimate as a fraction of the cardiovascular events associated with bronchoscopy may be due to arterial air embolism. The risk of air embolism with CT guided lung biopsy ranges from 0.02-4.8%. In one study of 559 cases 27 events (4.8%) of air embolism were detected with obligatory post biopsy imaging with only 1 patient (0.18%) being symptomatic. In another series of 204 cases 8 events of air embolism were detected with only 2 being symptomatic. Kops sep, heus p, korevaar da, et al. Diagnostic yield and safety of navigation bronchoscopy: a systematic review and meta-analysis. Lung cancer. 2023. Facciolongo n, patelli m, gasparini s, et al. Incidence of complications in bronchoscopy. Multicentre prospective study of 20,986 bronchoscopies. Monaldi archives for chest disease. 2009;71(1). Tomiyama n, yasuhara y, nakajima y, et al. CT-guided needle biopsy of lung lesions: a survey of severe complication based on 9783 biopsies in japan. European journal of radiology. 2006. Ishii h, hiraki t, gobara h, et al. Risk factors for systemic air embolism as a complication of percutaneous CT-guided lung biopsy: multicenter case-control study. Cardiovasc intervent radiol. 2014. He yp, liu yl, gao xl, wang lh. Cerebral arterial air embolism after endobronchial electrocautery: a case report and review of the literature. Bmc pulm med. 2021. Asano f, aoe m, ohsaki y, et al. Deaths and complications associated with respiratory endoscopy: a survey by the japan society for respiratory endoscopy in 2010: complications of respiratory endoscopy. Respirology. 2012. Monnin-bares, valérie, et al. Systemic air embolism depicted on systematic whole thoracic CT acquisition after percutaneous lung biopsy: incidence and risk factors. European journal of radiology. 2019. Maehara, yosuke, et al. "Frequency and risk factors for air embolism in computed tomography fluoroscopy¿guided biopsy of lung tumor with the use of noncoaxial automatic needle." Journal of computer assisted tomography. 2023. Richardson, c. M., et al. Percutaneous lung biopsies: a survey of UK practice based on 5444 biopsies. The british journal of radiology. 2002". .

Event description:
It was reported that the patient underwent an ion endoluminal lung biopsy procedure and after the biopsy experienced an air embolism. The patient had a past history of multiple cancers (lung, palate, and prostate). The biopsied lesion was 20mm semisolid located in the right upper lobe segment 2, with a positive bronchus sign. The lesion was biopsied with two needle aspirates, two forceps biopsies, and two 1.1 cryoprobe, and positive end-expiratory pressure (peep) 8-10. Per the physician, the procedure (total time 35 minutes) was straightforward and uncomplicated with a small amount of post biopsy bleeding as expected. The patient went to recovery and woke up fine, but had a sudden onset of hemiparesis 90 mins later; the patient sat up and coughed while grasping the x-ray box fainted/hemiparesis (therefore possible valsalva) as a routine post procedure chest x-ray was being performed. There was one brief period of hypotension and the patient was treated with metaraminol. Per the physician, after the ion procedure the patient had an air embolism - the head computed tomography (CT) showed an air emboli, unilateral on the left. The physician did not know why it occurred, but believed an embolism could have potentially occurred via another biopsy modality. The patient went to the hyperbaric oxygen within an hour and had a 5-hour treatment. At the end of the treatment, the patient had three grand mal seizures (at last partly due to the hyperoxia given). The patient was intubated and transferred to the intensive care unit (ICU) and was subsequently extubated 2 days later; the total length of stay in the ICU was for 5 days. A repeat CT had clearance of the air bubbles and for 1 week, the patient recovered in the neurology ward with no residual motor deficits and now has regained all movement with some mild incoordination. The patient was found to have a small troponin leak with no clinical sequelae. The patient then went to a step-down unit in a local regional hospital for convalescence (requiring physical therapy) and was reported as recovering well. The diagnosis was adenocarcinoma. There was no allegation that a malfunction of an ion system, instrument, or accessory occurred.